Event description:
Customer reportedly received the following results on the aviva system within 10 mins: 51 mg/dl, 173 mg/dl, and 73 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.